Manufacturer narrative:
This is 1st of 2 reports. Device is not available to manufacturer.

Event description:
It was reported that the coil (subject device) couldn't be detached upon multiple detachment attempts during the procedure. The subject coil got prematurely detached inside a microcatheter when the physician tried to remove the subject coil from the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that the coil (subject device) couldn't be detached upon multiple detachment attempts during the procedure. The subject coil got prematurely detached inside a microcatheter when the physician tried to remove the subject coil from the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that preparation performed as per the directions for use and continuous flush was maintained. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported events.